Event description:
It was reported that upon interrogation, a decrease in ventricular sensing and an increase in capture threshold was observed. An x-ray showed the lead to be taut. The lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.